Manufacturer narrative:
This is a case whereby the customer used xpert xpress sars-cov-2/flu/rsv plus and obtained a result of negative for all targets. All negative tests are reflexed to biofire respiratory panel which obtained influenza a detected. Repeat xpert xpress sars-cov-2/flu/rsv plus testing on the specimen obtained a positive for flu a. Review of the data showed that the results are consistently at the cutoff of the test and likely has targets near the limit of detection of the test, resulting in low reproducibility. No known patient harm and no product malfunction. Cepheid is unable to confirm other information from customer. After multiple attempts, cepheid was unable to make contact with the customer for further follow-up. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result from xpert xpress sars-cov-2/flu/rsv plus. On (B)(6) 2025, a sample was collected from the symptomatic patient and processed per pi. The patient was admitted to the hospital for respiratory illness. Prior to the initial test, the sample was kept at room temperature, and the sample was kept refrigerated in-between retests. The sample was run on xpert xpress sars-cov-2/flu/rsv plus on (B)(6) 2025 which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The patient had a respiratory panel performed on biomerieux biofire rp2 respiratory panel on (B)(6) 2025 resulted in influenza a positive. This result was reported to the physician and prompted a retest of the original sample. The initial sample was repeated on xpert xpress sars-cov-2/flu/rsv plus on (B)(6) 2025 which resulted in sars-cov-2 negative, flu a positive, flu b negative, rsv negative. The result was reported to the physician. No known harm to the patient.